Event description:
It was reported via literature that dresslers syndrome occurred. A case study was performed on a single patient who experienced dresslers syndrome following a pulse field ablation procedure (pfa). Procedure summary a pfa procedure was performed for persistent atrial fibrillation using a farawave catheter. The procedure was performed under general anesthesia with transesophageal echocardiogram guidance. The patient was in atrial fibrillation at the start of the procedure and direct current cardioversion was performed. The transeptal puncture was completed using a non boston scientific needle and anatomical mapping was performed using an orion multipolar catheter and rhythmia mapping system. Following mapping, pulmonary vein isolation was completed with a total of 34 applications of ablation via the farawave catheter. Post ablation mapping confirmed the successful isolation of the pulmonary veins. Event summary four (4) days post pfa procedure, the patient present to the emergency department with pleuritic central chest pain. Examination of the patient was unremarkable with electrocardiogram showing sinus rhythm with right bundle branch block per baseline. Blood tests showed atroponin t level of 252 ng per liter, d dimer of 69 ng per liter, hemoglobin of 139 g per liter, creatinine of 67 mmol per liter, and c reactive protein (crp) of 16 mg per liter. Bedside echocardiography showed preserved biventricular function and trivial pericardial effusion. The troponin t level was down trending from the value on discharge after ablation, 281 ng per liter. The patient was discharged with a diagnosis of procedure related pericarditis. Colchicine and ibuprofen with a pump inhibitor were prescribed. Eleven (11) days post pfa procedure, the patient present to the emergency department with symptoms of general malaise and fevers with rigor and night sweats. Crp measured at 138 mg per liter. A circumferential pericardial effusion was identified with at 1.6cm maximum depth and increased in size to 2.6cm. Computed tomography confirmed the pericardial effusion and revealed a small left sided pleural effusion. Respiratory polymerase chain reaction swabs, urinalysis and microscopy, and blood cultures were negative for any growth or pathogen. The patient was started on a medication regime of amoxicillin and clavulanic acid. The patient was diagnosed with dresslers syndrome recalcitrant to nonsteroidal or colchicine therapy and medication was changed to oral corticosteroid therapy of prednisolone 40mg daily. In response to the corticosteroid therapy fevers ceased, inflammatory markers down trended to normal, and the effusion decreased in size. The patient was discharged 16 days post ablation procedure. Follow up echocardiogram 30 days post index procedure showed a trivial amount of pericardial fluid and normal crp levels. Corticosteroid therapy was discontinued 47 days post ablation procedure. Transthoracic echocardiogram performed 159 days post hospital discharge showed no presence of pericardial effusion.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. With all the available information, boston scientific (bsc) concludes: device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientifics manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution device technical analysis the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of pericardial effusion, pleural effusion, pericarditis, chest pain and fever were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that a patient underwent a pulse field ablation using a farawave catheter and was discharged from the hospital. Several days post index procedure the patient presented to the emergency department and was diagnosed with dresslers syndrome based upon a large pericardial effusion, fever, pericarditis, and a left sided pleural effusion. Pericardial effusion, chest pain, pleural effusion, pericarditis, and fever are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that dresslers syndrome occurred. A case study was performed on a single patient who experienced dresslers syndrome following a pulse field ablation procedure (pfa). Procedure summary: a pfa procedure was performed for persistent atrial fibrillation using a farawave catheter. The procedure was performed under general anesthesia with transesophageal echocardiogram guidance. The patient was in atrial fibrillation at the start of the procedure and direct current cardioversion was performed. The transeptal puncture was completed using a non boston scientific needle and anatomical mapping was performed using an orion multipolar catheter and rhythmia mapping system. Following mapping, pulmonary vein isolation was completed with a total of 34 applications of ablation via the farawave catheter. Post ablation mapping confirmed the successful isolation of the pulmonary veins. Event summary: four (4) days post pfa procedure, the patient present to the emergency department with pleuritic central chest pain. Examination of the patient was unremarkable with electrocardiogram showing sinus rhythm with right bundle branch block per baseline. Blood tests showed atroponin t level of 252 ng per liter, d dimer of 69 ng per liter, hemoglobin of 139 g per liter, creatinine of 67 mmol per liter, and c reactive protein (crp) of 16 mg per liter. Bedside echocardiography showed preserved biventricular function and trivial pericardial effusion. The troponin t level was down trending from the value on discharge after ablation, 281 ng per liter. The patient was discharged with a diagnosis of procedure related pericarditis. Colchicine and ibuprofen with a pump inhibitor were prescribed. Eleven (11) days post pfa procedure, the patient present to the emergency department with symptoms of general malaise and fevers with rigor and night sweats. Crp measured at 138 mg per liter. A circumferential pericardial effusion was identified with at 1.6cm maximum depth and increased in size to 2.6cm. Computed tomography confirmed the pericardial effusion and revealed a small left sided pleural effusion. Respiratory polymerase chain reaction swabs, urinalysis and microscopy, and blood cultures were negative for any growth or pathogen. The patient was started on a medication regime of amoxicillin and clavulanic acid. The patient was diagnosed with dresslers syndrome recalcitrant to nonsteroidal or colchicine therapy and medication was changed to oral corticosteroid therapy of prednisolone 40mg daily. In response to the corticosteroid therapy fevers ceased, inflammatory markers down trended to normal, and the effusion decreased in size. The patient was discharged 16 days post ablation procedure. Follow up echocardiogram 30 days post index procedure showed a trivial amount of pericardial fluid and normal crp levels. Corticosteroid therapy was discontinued 47 days post ablation procedure. Transthoracic echocardiogram performed 159 days post hospital discharge showed no presence of pericardial effusion.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.